Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the stimulation was set too high after implant, so the patient decreased when they got home. On their current settings, the patient felt like they had a tampon pressing on the left side of their vagina. It was also stated that they were still going to the bathroom a lot but were ¿holding more in their bladder.¿ troubleshooting on the call had the patient change from 1.2 on program 1 to 0.5 on program 2. It was noted that at 0.6 they felt fluttering and ¿stinging,¿ and 0.5 was not uncomfortable, and they did not feel anything. It was recommended that they keep a diary of symptoms and stimulation. No further patient complications are anticipated or expected as a result of this event.